Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose and alleged pump was over delivering. The customer's blood glucose value was 51 mg/dl. Customer was experiencing unknown low blood glucose level which was treated with food. Current blood glucose level was 96 mg/dl. Customer reported symptoms related low blood glucose level such as sweating, mental confusion, other spastic motion in hands and feet. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer allege pump was over delivering because the customers blood glucose had not risen since not taking insulin in the last four hours. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.